Event description:
Since implant, the stimulation had not helped with the patient's pain. Two days ago, after getting out of the bed, she felt like a "rupture" in her back. The patient believed that the "wires have come loose"; the wires had moved in her back. She stated the wires bulged out and she could feel the wires; if she turned around, she could see where it was bulging out. The stimulation felt the same and she was not feeling stimulation in a different location. The patient had an appointment scheduled with her physician. Additional information has been requested, a follow-up report will be sent if additional information becomes available.